Event description:
Literature was reviewed regarding a meta-analysis of the impact of paravalvular leak (pvl) after transcatheter aortic valve implantation (tavi) and surgical aortic valve replacement (savr). The authors included 28 studies in the analysis, encompassing a pooled population of around 90,000 patients. Mainly medtronic (corevalve, evolut r, and evolut pro) and non-medtronic (sapien family) valve types were used for tavi throughout the pooled cohort, while not all of the included studies reported the types of valves used for savr. The following adverse outcomes were analyzed and discussed: pvl (mild to severe); re-hospitalization (for heart failure, stroke, dysrhythmia requiring permanent pacemaker implant, or anemia); and re-intervention (for pvl, endocarditis, or other reasons). The authors also assessed patient survival and all-cause mortality. However, a causal relationship could not be established between medtronic devices and any deaths due to the lack of detailed device- and patient-level information.

Manufacturer narrative:
Citation: moawad kr, mohamed s, hammad a, barker t. The clinical impact of paravalvular leaks with transcutaneous aortic valve implantation (tavi) versus surgical aortic valve replacement (savr): a systematic review and meta-analysis. Heart lung circ. 2024;33(9):1319-1330. Doi:10.1016/j.hlc.2024.02.017 earliest date of publication used for date of event. Earliest approved medtronic tavi product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.